Event description:
A nurse reported that the IV pole did not function and the system locked during a procedure. Following a delay of greater than 15 minutes, an alternate system was used and the procedure was completed with no impact to the patient.

Manufacturer narrative:
The customer cancelled the request for service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).